Manufacturer narrative:
Batch review performed on 25 october 2018. Lot 131626: (B)(4) items manufactured and released on 09 july 2013. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Additional components revised: ball heads: mectacer 01.29.201, biolox delta ceramic ball head 12/14 ø 28 size s -3.5, lot 160542: (B)(4) items manufactured and released on 06 april 2016. Expiration date: 11.04.2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with other 2 similar reported event. Cup: versafitcup 01.26.48mb, acetabular shell cc ø 48, lot 157075: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Liner: versafitcup dm 01.26.2848mhc, double mobility hc liner ø 48/28, lot 157121: (B)(4) items manufactured and released on 18 march 2016. Expiration date: 2021-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed two years after primary due to infection. At first a spacer was implanted then it was removed and permanent hardware was implanted.